Manufacturer narrative:
Initial report sent: 11/12/2007.

Event description:
Procedure type: lap chole. Pt gender: male. According to the reporter: a pin fell between the fascia and skin. The incision was extended less than 2.5cm to retrieve the pin. Surgical time was not extended more than 30 minutes. No pt injury was reported, and pt is in well condition.